Event description:
It was determined that the cause of the event was that the implantable neurostimulator (ins) was tilted in the old pocket. The ins was moved to the abdomen on (B)(6) 2014. The patient met with a manufacturer representative on (B)(6) 2014 to active adaptive stimulation and they were able to recharge with perfect coupling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37751, serial# (B)(4); product type recharger product ID 97792, lot# n460736, implanted: 2014 (B)(4), product type accessory product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a coupling problem. The implantable neurostimulator recharger (insr) was not charging the implantable neurostimulator (ins) and it wouldn¿t power up. She wore it all day the day prior to the notified date and ¿it didn¿t charge a bit¿, although, she manually manipulated the ins in her backside and was able to get it charged about half way before the insr ¿quit charging.¿ she had been having trouble with the insr sporadically for the past several weeks or month, but yesterday it wouldn¿t allow her to charge at all. The anomaly appeared to have occurred through product use. Upon device return, analysis found the complaint unverified and the device tested ok. C100. It was later reported the patient had their battery moved on 2014 (B)(6) but was still having issues getting a full charge.